Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report that they were hospitalized for high blood glucose levels and hyperglycemic. Customer stated that she woke up and was disconnected from the insulin pump. Customer's blood glucose levels at the time of emergency room visit was 590 mg/dl. Customer was not wearing the pump at the time of emergency room visit. Product is not being returned or replaced.